Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported system error 105 was reproduced and confirmed through evaluation. This error message was caused by severed motor screws. The motor and screws were replaced.

Event description:
It was reported a spectrum pump had system error 105. It was also reported there was no patient injury.